Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. All explanted device components were retained by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5003598. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 35537326. UDI: (B)(4).